Event description:
A trilogy 202 ventilator was sent to a third-party service center for evaluation with the complaint of "flow error, battery fault". There was no allegation of patient harm. The device was no tin patient use. During the evaluation of the device at the third-party service center, the customers complaint was reproduced. The technician observed error code e-344 indicating "low flow" in the ventilator's downloaded error log. Calibration was performed and did not fix the issue. The oxygen blending system board requires replacement to address the issue, obm blender gasket was damaged and was replaced to address the issue. The internal battery needed to be charged. In addition, one rubber foot is missing, whisper cap is contaminated, handle o-rings and universal porting block are damaged and required replacement. The pollen air filter and maintenance label will be replaced due to preventive maintenance. The device passed all test. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.